Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display anomalies twice: the device shut off. A battery change resolved the blank display issues. However, the patient had experienced a high blood glucose of over 600 mg/dl. He also has been waking up with high blood glucose in the 400 mg/dl and 500 mg/dl ranges. The patient treated via manual insulin injection. The insulin pump was not returned for analysis.